Event description:
The user facility reported a loading car fell onto an employee injuring her back. The employee was sent home for the remainder of the day. No procedural delays/cancellations were reported.

Manufacturer narrative:
The employee was removing a loading car from the sterilizer when the transfer carriage underneath the loading car moved, causing the loading car to fall onto the operator. A steris service technician was onsite prior to the reported event for an unrelated issue, and assisted the employee after the event. The steris technician observed that the transfer carriage was not properly latched to the sterilizer chamber at the time of the event. The century sterilizer operator manual (6-5) states, "loading car instructions: unloading - move transfer carriage forward until latches engage with track inside chamber. Verify the transfer carriage is latched to chamber end ring by pulling transfer carriage backward (transfer carriage should remain stationary)." The technician verified that the sterilizer and transfer carriage latches were operating to specification and no repairs were necessary. The technician reviewed the proper latching procedure with the employee's supervisor after the reported event. The sterilizer was installed in january of 2008 and is currently under a steris service contract. The last pm was performed on (B)(6) 2013 at which time the unit was confirmed to be operating to specification.